Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a routine follow-up, a longevity data anomaly was observed. The patient was asymptomatic. The device was otherwise working properly. The patient was stable and will continue to be monitored.